Manufacturer narrative:
The customer stated that they have comm loss at the 3 rns on the 3rd floor. According to the customer, they can't see any of these devices on the network. The customer checked and reset the switches on the 3rd, 5th and 7th floor and the're still not able to see the devices at the cns. Technical service (ts) spoke to the customer and after a lot of digging found out that the closet where the cns is supposed to be plugged in, had been moved from the 6th floor due to construction. The customer later located the missing switch, which was plugged into a ups that had lost power. After restarting the ups switch, the switch worked and all cns/rns units worked with no issues. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that thecentral nurse's station (cns) loss communication with 3 remote nurse's stations (rns).